Manufacturer narrative:
.

Event description:
It was reported that during a lap sigmoid colectomy procedure, there was an incomplete staple line with malformed staples. The procedure was converted to open and another device was used to complete the anastamosis. Patient's current status is unknown at this time.